Event description:
It was reported that the atrial lead had high thresholds and impedances. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2007 (B)(6); product ID 1058t competitor implantable pacing lead 2007 (B)(6); product ID 6947-65 implantable tachy lead 2007 (B)(6). (B)(4).